Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an intermittent occlusion alarms occurred. Reportedly, the customer¿s blood glucose (bg) level reached over 500 mg/dl, customer had large ketones, and vomited. A manual injection was administered to address bg level. Subsequently, the customer went to the emergency room (ER) due to diabetic ketoacidosis. Upon arriving to the ER, customer¿s bg level was 351 mg/dl. Customer was treated with fluids and was released from the ER ¿a few hours¿ later with a bg of 91 mg/dl. Upon being released from the ER customer ¿was feeling better and stable¿. The pump supplies were changed to resolve the reported occlusions. The customer reverted to manual injections for insulin therapy.